Event description:
It was reported that: during the procedure according to IFU, md the tip of the sheath to be bent. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report of a bent sheath was confirmed through complaint investigation of the returned sample. The customer returned one, opened cath-lab kit for analysis. No definite signs-of-use were observed. Visual analysis of the returned sheath revealed slight bending adjacent to the distal tip. Microscopic examination confirmed the damage. It was noted that the coil wrapping at the location of the bend were slightly angled. No other imprints or divots were noted. The location within the tray that houses the defective area did not show any damage or anomalies that can contribute to this damage. The bending measured 10mm via calibrated ruler from the distal tip. The sheath length measured 9 7/16" via calibrated ruler, which was within the specification limits of 8 7/8"- 9 3/4" per the sheath product drawing. The sheath outer diameter measured 0.1025" via calibrated caliper, which was within the specification limits of 0.0990"-0.1030" per the sheath wrapped extrusion product drawing. The manufacturing unit confirmed that there is a possibility this damage can occur during packaging as the dilator is removed from the sheath during the process; however, further analysis needs to be performed to confirm this. Additionally, the IFU provided with the kit informs the user, "do not use if package is damaged". A device history record review was performed with no relevant findings. Based on the customer report, the sample received, and the comments from the manufacturing/packaging facility, packaging likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procdeure according to IFU, md the tip of the sheath to be bent. So md opend up the new kit to finish the procedure. There was no reported patient harm or consequence. They were reported as fine.